Event description:
It was reported that during a cat scan, when the extension tubing attached to the peripheral IV was flushed and the syringe removed; blood backed up into the tubing and leaked from the needleless valve. The tubing was replaced and the dressing was changed. The customer states there was no patient harm or medical intervention required as a result of this event.

Manufacturer narrative:
The customer¿s report that the tubing leaked from the needleless valve could not be confirmed due to hardened blood in the received set altering the set¿s functionality. Functional testing of flushing fluid through the received set was met with an occlusion due to the hardened blood. The set was visually inspected for misassembly, deformation or damages to the set. Visual inspection found the set has blood throughout the tubing. No other anomalies were observed during visual inspection. The set was submerged in warm water for approximately 10-15 minutes, in an attempt to loosen the hardened blood but was not successful. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a cat scan, when the extension tubing attached to the peripheral IV was flushed and the syringe removed; blood backed up into the tubing and leaked from the needleless valve. The tubing was replaced and the dressing was changed. The customer states there was no patient harm or medical intervention.